Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump had a cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2014 with the following results:evaluation revealed a cracked battery compartment. A test battery cap was able to fully tighten on to the pump with no power loss. No evidence of moisture damage was found in the compartment. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Additionally, all keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The keypad cover was removed and evidence of contamination was found under all key contacts. The bolus button was also unresponsive. The internal plug contact was found to be misaligned and contamination was present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).